Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection and the customer's complaint was confirmed, the positioning screw was found missing and the optical system was broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported events occurred due to the use of excessive force by the customer. In addition, the following non-reportable malfunctions were found during the device evaluation; the outer tube was damaged. Three attempts were performed to obtain additional information regarding the event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is still in progress. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (oekg) was informed that the customer oes elite, high-definition autoclavable rigid telescope is ¿defective, a small part missing¿. The customer problem was found at an unspecified event. No death or injury and no impact to patient or other has been reported to olympus.